Event description:
The user facility reported that during a colonoscopy procedure, the users experienced a complete loss of image. The procedure was reportedly completed with a different device and there was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed an intermittent flickering image with horizontal lines appearing on the video screen, and a transient complete loss of image. The difficulty was isolated to the charge coupled device (ccd) unit. The ccd unit was forwarded to the original equipment manufacturer (OEM) for further investigation. If additional significant information becomes available, this report will be updated. This report is being submitted as an MDR in an abundance of caution.